Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the inulin pump stopped working. Customer cannot recall blood glucose reading. Customer stated the insulin pump stopped working because cracked bumped and cosmetic damage.customer was advised to discontinue from the pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test . Pump received with minor scratched lcd window, cracked belt clip slot and missing end cap sticker.